Event description:
On june 21, 1998 it was reported to oec medical systems, inc., that an accidental radiation occurrence occurred to oec model 9600 series c-arm. During a procedure, the system began producing unintended x-rays. The hospital staff attempted to reboot the system but a footswitch error was displayed. The hospital staff then shut off the system & brought in backup equipment to finish the procedure. Oec field service engineer was unable to duplicate the malfunction. Fse removed & replaced the footswitch tested/inspected & returned the system to current specs. The hospital reported no adverse event, death, or serious injury.